Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were less responsive and were harder to press. Customer stated that it was the act button. Customer stated that the insulin pump rejected new batteries to the point that patient had to took it out and replace it with another new battery. Customer stated that the insulin pump was slower during rewind and motor sounds labored once or twice. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.